Event description:
It was reported the patient had withdrawal in (B)(6) 2013. The patient missed a refill because the health care professional (hcp) office scheduled the refill the wrong week. The pump alarmed with three little beeps and was going dry. The patient¿s legs started to go up and down. The patient was at the hospital and the pump hcp came to the hospital and adjusted the pump, but the patient was not told what was adjusted. The next refill date was (B)(6) 2013. The day after the patient had withdrawal around (B)(6) 2013, a hole was found in the patient¿s stomach below the navel. The patient got on her knees and could not go all the way up. The patient had no pain anywhere. She spent a little over a week at the hospital. It had all been stitched up and the patient had 18 staples and got them out and ¿they got it fixed.¿ the patient¿s hcp came to the hospital and did something with the pump. The pump was ¿too high or something,¿ and the hcp adjusted it someway. It was noted pump may have been adjusted too much. The pump had been alright ever since. It was not sure if the stomach problem was caused by the pump. The hcp thought the cause might have been the medicine the patient was taking for arthritis. The patient had arthritis in her fingers a little bit but never took any medication specifically for arthritis. At that time the patient had pain in the left leg.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).